Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed displayable history check failed alarm. Customer's blood glucose was 147 mg/dl. Device alarmed low battery alarm after battery change. After troubleshooting, customer will not be returning the device for analysis.